Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed noise reversion and several inappropriate auto mode switch episodes due to noise. The patient presented in clinic on (B)(6) 2017. The noise was reproducible on isometrics. Lead issue was suspected. Generator and lead replacement was discussed. No intervention was performed. The patient will continue to be monitored via remote transmissions.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the atrial lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.